Manufacturer narrative:
The quality investigation is complete. Product used/implemented in patient.

Event description:
During a post market clinical follow-up survey, the surgeon reported that during surgical procedure involving stryker bone cement, an extravasation event occurred where cement leaked from the vertebrae. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.